Event description:
The customer received blood glucose readings of 162 and 156mg/dl on the contour next, re-tested on a different meter and the reading was 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.